Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 81-year-old female undergoing cardiac surgery was implanted with an impella cp device for mechanical circulatory support. It was reported that the patient was on impella cp support when the pigtail of the catheter was found under the large papillary muscle. The doctor tried to pull the impella back and reposition, but they were unsuccessful. The impella cp was replaced.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. Data logs showed pump ran without issue for entire case. There was no positioning alarm triggered. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.